Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated her insulin pump was alarming failed battery test. Customer does not know blood glucose level. Customer was advised to clear alarm. Battery cap was not damaged. Battery compartment and spring were not damaged nor corroded. Customer was advised to clean battery compartment and contact. A new battery was inserted and the device alarmed. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and scratched reservoir tube window.